Event description:
It was reported that caller previously experienced issue where insulin drops were not visible at end of tubing during fill tubing step of load sequence, despite using room temperature insulin, not reusing cartridge, and confirming piston contact with bottom of cartridge. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and then successfully resumed insulin, and no additional actions from technical support were described.